Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula found it to be kinked. Fluid path testing revealed a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when this damage occurred. The download data does not contain any timeouts, drive stalls, or hazard alarms that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 450 mg/dl while wearing the pod for 8 hours on the abdomen. As treatment for hyperglycemia, a new pod was applied.